Event description:
It was reported that oversensing was observed on the device and the right ventricular (rv) lead was dislodged. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences. Related manufacturer reference number: 2017865-2023-04767.